Event description:
Endocrinology provider was performing a fine needle aspiration procedure. Provider uses the needle to puncture the neck and thyroid to obtain a sample for analysis. When provider removed it, the needle was not attached to the hub and was still in the patient neck. The patient went to the emergency department to have the needle removed. (B)(6).